Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used during an ureteral dilatation procedure. According to the complainant, during the procedure, the balloon burst. There was no patient injury. The physician felt there was already sufficient dilatation before the balloon burst. The procedure was completed with this device. There were no patient complications and the patient condition was reported as "fine".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant information, a supplemental MFR's report will be filed. (B)(4).